Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind of contamination. The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had foreign material that got stuck inside channel. There were no reports of patient involvement.